Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0kyhy, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. Last week the patient¿s new implantable neurostimulator (ins) began shocking them. This happened 3 times and the patient tried changing the programming. With program 1 the patient had no therapy relief and with programs 2 and 3 they had shocking. The patient said there was no post-operative education given to the patient or their health care provider (hcp) for example telling the patient to call the hcp if something happened and the hcp told them the implant was in correctly and to call the manufacturer representative with any trouble or problems. The patient had called their hcp 4 times with no response regarding the current shocking event with no response and the manufacturer representative had only called them one time. The manufacturer representative was notified of the event on (B)(6) 2014 and they had made several attempts to contact the patient without any success. The patient never answered the phone for them or the office and then called back after a message was left. The last message left for the patient was for them to try to set up an appointment to check the system and they never heard anything back. The manufacturer representative would try to call the patient again. They didn¿t give out their personal number and they had the patient go through the office. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the manufacturer representative met with the patient 3 days ago and the patient did not report to them a shocking sensation. The patient reported being uncomfortable and not having good benefit. They reprogrammed the patient with 4 new programs to try and the patient was to try each for a week and keep track of their response to each program. The manufacturer representative interrogated the device and found no malfunction and no issue with impedances. The patient was able to feel stimulation comfortably and was instructed to call the manufacturer representative directly if they needed support as they were not happy with the hcp's office and the support they provided.